Event description:
Caller reported the menu button on the pump is inactive; occasionally works but usually not. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).